Manufacturer narrative:
Retainer ring=black the pump was returned for pump error 130 found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 alarm noted during testing. However, pump error 130 confirmed in the pump history files on (B)(6) 2021 at 12:47am,12:50am, 11:50am, 12:06pm, and at 2:09pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. However, moisture damage was noted at the motor after cutting pump open. The motor was tested outside of the device and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 130 confirmed in the pump history files alerting multiple times on the event date of (B)(6) 2021 due to moisture damage at the motor home switch. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed the displacement test. Customer stated alarm was recurring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.